Event description:
Information was received from a healthcare provider (hcp) via manufacturer representative regarding spinal products used in an unknown spinal surgery. It was reported that the inserter won't release from cage. No further complications or symptoms were reported. Additional information was received via manufacturer representative that the reported products came in contact with the patient.

Manufacturer narrative:
H3: product analysis #(B)(4).:product:46381250; lot# tm0134391 visual and optical inspection confirmed the inserter is jammed into the spacer. Unable to determine root cause of the jammed inserter. This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.